Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04187. The pt received two leads with different model numbers. It was reported the pt was no longer feeling stimulation in the correct area. X-rays revealed the pt's leads had migrated. It was reported surgical intervention would be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.